Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The stm ran the unit with a test balloon and a trainer and was unable to reproduce the issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer..

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an alarm for a leak in the iab circuit. It is unknown under which circumstances this occurred; however there was no known harm or injury to patient and no adverse event was reported.